Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen was cracked and the device was nonfunctional; the patient did not recall how the damage occurred. Symptoms included no change in blood glucose. Outcomes included replacement of the ilet and use of cgm via the dexcom app or receiver while awaiting the replacement. Investigation included review of the reported damage and device use information. Investigation of this device revealed a damaged display component resulting in loss of functionality and loss of watertight integrity, consistent with physical damage to the screen. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.